Event description:
The pt reported that he had treatment for bph (benign prostate hyperplasia) with the laser system. The pt stated that he was upset because he was not informed that he would be cathed and that he had to spend the night (in the hospital) following the procedure. The pt stated that the catheter was removed the morning after the procedure and that he discharged himself without seeing the physician. Two days later, he had symptoms of uti (urinary tract infection) and went to the emergency room, where he was prescribed medications for a uti. The pt followed up a couple of days later with the treating physician, on whose advice the pt discontinued the medication prescribed by the emergency room. Per the pt, a few days later, as the uti symptoms were not lessening, the pt resumed the medication. A few days later, the pt saw his personal urologist. As of (B)(6) 2012, the pt reported that he was still urinating blood and had a lot of pain.